Event description:
Healthcare professional reported to a sales representative "concerned with an increase in infections with breast reconstruction with tissue expander". Later healthcare professional reported "seroma", "cellulitis" and "cultures confirmed mssa (methicillin-susceptible staphylococcus aureus)". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
The event of seroma, cellulitis, and bacterial infection is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, cellulitis, and bacterial infection.